Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprostheses. During deployment of the aortic component, it moved approximately 3¿4 mm proximally, but this did not affect blood flow to the left common carotid artery. After placement of the side branch component in the left subclavian artery, angiography showed that the aortic component had returned to its intended position, resolving the initial movement. The procedure was completed without any endoleak. After the procedure, the patient complained of dizziness. Imaging revealed an infarct lesion was identified in the right posterior brain. Medical therapy was administered as treatment. There was no extension of the hospitalization period, and the patient was discharged. The physician's comment: the infarct lesion is suspected to have originated from the right vertebral artery, making it unlikely to be related to the procedure or the device. However, due to the poor condition of the descending aorta and the presence of wire wrap, there is a possibility that thrombus may have been shifted during delivery of the tbe devices.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tac084015j, serial # (B)(6), UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.